Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be completely detached, resulting in a tear on the internal portion. The timing and cause of the observed cannula damage could not be conclusively determined. Inspection of the device found no damages or defects that would contribute to pain during insertion. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had broken off at the pod the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports having pain at the pod infusion site (arm), and noticing the pods cannula had come off the pod and was stuck at the pod infusion site. As treatment, the patient reports the pods cannula with tweezers.